Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the issue. The fse found the uptake check valve sticking. The fse dislodged it and it is working now but there is no new one to replace it with. Qc and patient samples were run. All c-grams are good now and in range. The fse cleaned and lubricated all. The customer will replace inlet check valve when it arrives. The customer resumed operations. The g7 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was that the inlet check valve was stuck. A complaint history review for serial number was conducted from (B)(6)2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported exploded c-grams with the g7 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.